Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged power issue began approximately 1 week prior to contacting lfs. The csr noted that the patient manages his diabetes with insulin; however, the patient denied taking any action regarding his usual diabetes management regimen as a result of the alleged issue. On an unspecified date, after the alleged issue began, the patient claimed he developed "high sugar symptoms and double vision". The patient denied receiving medical treatment. At the time of troubleshooting, the csr noted that the patient had not replaced the subject meter's battery per the recommendations in the owner's booklet. The patient did not have a new battery available at the time of the call. The issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed "high sugar symptoms" after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.